Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under-infusion of chemotherapy in the oncology department. It was set to infuse with upper limit of 999ml/hour of 1000ml bag of chemo medication with a completion of infusion with 200ml of medication left. The device was tested in clinical engineering with a high volume rate test with the same results. There was no known patient injury or medical intervention associated with this event. No additional information is available.